Event description:
It was reported that the posterior medical aspect of the tibial insert cracked off and resulted in knee instability. A triathalon cs lipped insert was used as the replacement device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.